Event description:
I was administered fraxel laser resurfacing and got loads of complications. The nurse takes no fault in ruining my life. It looks bad and feels bad. Nerve damage in the left eye. Loss of pigment in many places. Waxy sticky shiny skin. Tight and can't move face. I think I was burned. FDA safety report ID# (B)(4).